Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 328 mg/dl at the time of incident. The current blood glucose was 328 mg/dl. The customer treated with manual injection. The customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. (B)(4).